Event description:
"Tip dislodged from the grasper and broke into 2 pieces, only one piece was found, an x-ray was setup to find the other piece, surgeon found the other missing piece and removed it laproscopically, then x-ray was cancelled."